Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2013, the pt underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2013, f/u imaging identified a distal type ii endoleak originating from a small feeder vessel off the left hypogastric artery. No aneurysm enlargement was reported. On (B)(6) 20313, an intervention was performed to treat the type ii endoleak whereby the small feeder vessel was coiled. Final angiography showed resolution of the endoleak, and the pt tolerated the procedure.